Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that 10 10 ml bd posiflush¿ normal saline syringes experienced a broken/damaged plunger rod. Product defect was noted during use. The following information was provided by the initial reporter: the client was the operation teacher in the maintenance room of PICC clinic. During the operation, the plunger of the flush was broken.